Manufacturer narrative:
Integra has completed their internal investigation on 30 jun 2016. The product was not returned for evaluation (it was discarded by the lab). The device history record (DHR), including sterilization cycle, was reviewed and no abnormal situation that could have caused the above described event was noticed. Review of product's complaint history from june 2014 - june 2016: upon review of integra's complaint system from june 2014 to june 2016, there is one (1) complaint in total (including this one) related to the reported condition for shunt systems and accessories product family. Approximately (B)(4) units were released for distribution from june 2014 to june 2016. Therefore, the complaint occurrence rate for this type of incident is (B)(4). This was determined by dividing the number of complaints in this category (1) by the number of units released for distribution purposes (B)(4) times 100. The residual risk associated with this harm is deemed acceptable since the current occurrence rate (B)(4) is less than (B)(4) for likelihood of occurrence. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened. No root cause associated with product¿s manufacturing, packaging, or sterilization processes was found that could have provoked the referred event.

Event description:
A report was received for the nl8501124 ultra vs kit, neonate size with riskham reservoir. The reservoir was inserted on (B)(6) 2016 in a (B)(6) male infant patient who subsequently had a post-op infection. The device was explanted on an unknown date and the lab had discarded it. The doctor has requested a culture from the same lot number as none was available on site. There was no report of patient injury or death. Additional information has been requested.